Event description:
During a meniscal repair procedure the suture would not slide properly. After successfully deploying both t's of the first device, the surgeon went to cinch the knot down and was unable to countersink the suture so he decided to use an additional fast-fix to complete the repair. Surgeon deployed both t's on this device, went to cinch the knot and the suture snapped. The t's from this device were left in the pt. A delay of 5-10 minutes took place while another fast-fix was collected to complete the repair. No pt injury or complications were reported.